Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the a farawave catheter was selected for use. The patient experienced pericardial effusion following a repeat ablation procedure. No further information was provided.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
It was reported that the a farawave catheter was selected for use. The patient experienced pericardial effusion following a repeat ablation procedure. No further information was provided.